Manufacturer narrative:
Customer will not return the device to us, we therefore are not able to send it the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Complaint will be tracked and trended. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that on (B)(6) 2024 (post-op day 1), patient was found to have a small abrasion near umbilicus that did not require further intervention at that time. Five days later patient presented to walk-in care with a suspected burn obtained during the original procedure, which was a laparoscopic cholecystectomy.customer verified that the original procedure was completed without any issue reported. The said abrasion was discovered post-op. They are not sure if any treatment was given to the patient, nor did they know how the patient is doing now.

Manufacturer narrative:
Changes made from the initial report: updated the UDI number in section d4. Per investigation by the manufacturing site: the most probable root cause is a user error, as the IFU issues a warning for this event. It appears that the client was careless during the surgical procedure. Based on the available information, the failure description and similar complaints, most likely there is no device malfunction. This event is filed under internal complaint ID (B)(4).